Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding a revision surgery required for a patient, following an initial tibial osteotomy surgery. The initial surgery took place on (B)(6) 2012. Postoperatively, the patient followed a gradual weight bearing schedule. 8 weeks postoperatively, xrays revealed that the four proximal screws were broken. On (B)(6) 2013, xrays revealed a lateral cortical bone fracture and loss of alignment. Revision surgery took place on (B)(6) 2013 to remove the hardware and perform bone remodeling and realignment. This is report number 3 of 4 for the same event.

Event description:
This is 3 of 4 reports for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Fields on this form indicate information that is unknown, unavailable or unchanged. This device used for treatment and not diagnosis. Add'l pro code: hwc. The failure of the investigated locking screws was due to dynamic bending loads, which led to overload and material fatigue. The measurable dimensions of the screws met specifications. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize forces that have been greater than the tolerable load. Postoperative activities of the patient in combination with instability of the fracture situation may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.